Manufacturer narrative:
The delivery pusher was returned for eval with the proximal segment of the coil was attached to the delivery pusher. The distal segment of the coil was broken and was not returned. The complaint could not be confirmed as the coil broke and did not prematurely detach as reported. The eval shows excessive force was used which likely led to the coil stretching and breaking. Mvi reference number: (B)(4).

Event description:
Coiling treatment was conducted of a basilar artery pica. It was reported that as the coil prematurely detached during positioning within the microcatheter. The coil and delivery pusher were removed successfully with the microcatheter. No retrieval attempts were performed. No injury was reported with the patient as a result of the procedure.